Manufacturer narrative:
Event date is an estimate. Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed on (B)(6) 2019. On a later date a new aus was implanted consisting of a 6.0 cm cuff, pump and balloon. It was further reported that the patient healed from the removal in 2019 and is now recovering from the re-implant surgery. Additional information was received that this had his cuff removed due to cuff erosion.